Manufacturer narrative:
"Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Additional information received indicated that lead and implantable neurostimulator was removed on (B)(6) 2015 and fully replaced on thesame date.

Event description:
Additional information received indicated that she was rescheduling her replacement and had no date yet.

Event description:
It was reported that lead appeared twisted per x-ray and clinical benefit decreased. The patient experienced less than 50% therapy relief and loss of therapeutic effect which was reported as unknown. It was indicated action was not taken yet but was planned to replace. It was noted that x-ray, impedance testing and reprogramming was performed and was reported as not resolved. The date the decreased benefit was unknown. The patient was willing to have it replaced. There was the possibility of battery depletion, but could not confirm that at this time. The patient status was reported as ¿alive ¿no injury¿. It was reported a day later that replacement was scheduled on (B)(6) 2015. It was indicated that patient was fine but no therapeutic benefit. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0nsgb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of the tined lead with (B)(4) revealed all conductors are broken (overstress damage) 1.6 cm from the proximal end. Lead stuck in the connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.